Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment/non-emergency treatment was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue was due to the defective power supply in the m cabinet. Fse replaced the power supply. After replacement the system was returned to use in good working order. The device was returned for analysis and the power supply failure was confirmed in the analysis. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system could not start and displayed 00:00. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips.